Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power cords external shielding was torn due to repeated run over, and the internal wire insulation was in poor condition. A field service engineer (fse) replaced the power cable. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the power cord connected to device had visible damage with internal wires exposed. The outer insulation of power cord was worn. There were no adverse events or injuries reported based on this event.